Event description:
The reporter stated that, the surgeon inserted a aq2003v three piece silicone lens and the lens tore. The lens was removed during the same procedure without enlarging the incision. No suture was required to close the wound. No patient injury. The cause of the lens tear was due to the lens being mis-loaded.